Event description:
Hcp reported pt presented with signs of an infection. The pt was treated with total device system explant. Date unk. Hcp reported pt is recovering and doing fine. A follow up report will be sent when additional information is available.